Manufacturer narrative:
The device was received for evaluation out of the pouch connected to a non-baxter spike. Visual inspection showed a loose particle inside of the bag, the particle resembled the internal stop of the membrane that could have been removed at the moment when inserting the spike to the port. The spike connected to the device could not be removed, nonetheless a baxter spike was connected to a membrane and the condition was not replicated. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring issues were observed with an intravia bag. The reporter stated that the flap in the membrane port would get dislodged when spiking and would go into the solution. The bag contained 10mg unasyn in 333ml normal saline 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.